Event description:
The user reported that while performing a laboratory developed test for immunosuppressant drug monitoring using a mass spectrometer, a sudden loss of signal was experienced. The customer attempted to troubleshoot the issue with no success and requested service. Service of the instrument could not be performed expeditiously over a holiday weekend. As a result the customer chose the following options to address the pt samples they had in queue: tacrolimus - samples were tested using the customer's lc uv method, cyclosporine - samples were forwarded to the (B)(6) clinic for testing. Sirolimus - samples were held until equipment repair could be completed. Mycophenolic acid (mpa) - samples were held until instrument repair could be completed. The customer reported that they notified physicians immediately that there would be a delay in reporting results. According to the customer, no physician expressed concerns regarding pt health.

Manufacturer narrative:
Investigative summary: customer performed troubleshooting with aid of waters phone support. The issue could not be resolved over the phone. Therefore field service was dispatched to the customer site. Field service tested the instrument at the customer facility, and replaced a/d pcb / main system circuit board and the issue was resolved. The suspect pcb is being returned for further testing to determine if a specific component failure can be identified. When add'l info becomes available, a supplemental report will be submitted.